Event description:
It was reported that during a videolaparoscopical rectosigmoidectomy procedure, when performing the third firing, the staple line opened halfway. It was necessary to use suture. The physician did not observe, but the rep saw that the jaws did not open entirely in the procedure. No injury to the pt. There were no adverse consequences to the pt. Three attempts for additional info were completed, but no response was received.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.